Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer extend instrument involved with the complaint to perform failure analysis; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted sliding hiatal hernia surgical procedure, the vessel sealer extend (vse) instrument stopped sealing with an error message. There was no report of fragment falling inside the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument to perform failure analysis. The vessel sealer extend (vse) instrument could not be tested. Visual inspection found the part to be damaged. The vse instrument was returned with the power cord cut off. The vse instrument could not be tested due to damage.

Event description:
Refer to h10/h11 for follow-up information.